Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the sense amplitude of the arterial channel on the external pulse generator was unable to be set accurately. The amplitude reflected by the generator was lower than what it was being set to. The generator has not been received into service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment of sensing amplitude inaccurate, the device passed its incoming testing. It was noted that its upper and lower cases were broken and that all bails, bail covers and three screws were missing. The upper and lower cases were replaced, new bails and bail covers were added and three new screws were installed. The unit was tested on the automated test system and passed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.